Manufacturer narrative:
Concomitant products: product ID 37602, serial # unknown, implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4). Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no anomaly.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement, low impedances of 100 ohms was measured on electrodes 2 and 3. All other electrode impedances were normal. The low impedances remained after the ins was replaced so the possibility of a lead malfunction was suspected. The ins was programmed to 3+, 1-, 2- at 4.6v, 90 usec, and 130 hz. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.